Manufacturer narrative:
Patient age, weight and ID have been requested, but not provided by the site.a replacement computer was sent to the site. After replacing the computer a full system checkout was performed. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Replacing the computer resolved the issue. Results of suspect computer evaluation not yet available.

Event description:
A medtronic field representative reported that during navigation the system became unresponsive. When they rebooted the system, the system would not move past the boot up screen. Surgeon continued to operate, while system was rebooted. Continued case without navigation. About a minute or two delay, no impact on the patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Medtronic investigation of returned suspect computer finds that the computer booted to log in screen and launched ent 2.3 with no problem during initial testing. Further testing found no problem. Computer passed all testing with no problem found. Testing was unable to replicate the reported problem. As previously reported, a medtronic representative replaced the computer to resolve the issue.